Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had poor telemetry or no telemetry with recharging. The patient reported poor communication. The patient stated that they have not had stimulation in at least 3 weeks. The patient stated that they have not charged in over 3 weeks. The patient stated that they had coupling issues in the past. The patient stated that they would center it and tighten the belt but eventually it began acting up and they would get poor coupling and recharging would take a long time, like all day/night and they would have to reposition the belt in certain positions to get good coupling. The patient stated that it progressively worse over time. The patient stated that they miss using the implant, since it was like a massage for their body. The patient stated that they had a return of pain after doing things outside and couldn't walk. The patient stated that the coupling issues about 1.5 years ago, and the battery became dead about 3 weeks and they were in pain. The patient was unable to charge a few days ago. Additional information was received from a patient. It was reported that the patient's battery used to last for 2 weeks but it went down to lasting only for a week. Patient stated nobody never explained to him not to let his device run out to zero. Patient states he always lets his device run out and then he knew he needed to charge again. Patient also stated he did not always carry his recharger with him if he knew he just charged. Patient was directed to hcp to page manufacturing representative (rep) for device jumpstart. Additional information was received from a consumer. The patient stated that they haven't heard back from the manufacturer's representative (rep) since they last spoke with them and the rep told them that the rep was stuck in traffic. The patient repeated already reported information. The patient would like to get their therapy working again and understands that may involve having the ins replaced. The patient was taking oral medications. The patient left a message at their healthcare provider (hcp) office and have not heard back. No further complications were reported or anticipated.